Manufacturer narrative:
Patient weight was unavailable from the user facility. Device model and lot# were unavailable from the facility. Device UDI, expiration date, and manufactured date are determined by the lot# and therefore are unavailable. The device was discarded by the site. There is no allegation of a malfunction of the philips/spectranetics device. Therefore, no device evaluation will be performed.

Event description:
A philips representative reported that after a cardiac lead extraction procedure which utilized the spectranetics glidelight laser sheath, the patient's blood pressure began to slowly and steadily drop. The physician made a sub-"zyphoid" incision and dark clotted blood was observed. There was no visible tear or active bleeding identified. The physician packed the area of the sub-"zyphoid" incision and placed a drain. No further information regarding the event was available from the user facility.